Manufacturer narrative:
The broken reamer reported was likely the result of contacting the retractor during surgical use, which resulted in the device breaking into multiple pieces as stated in the experience report. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
As reported, the pilot tip reamer caught the retractor and broke into multiple pieces. This caused no issue to the patient or procedure. All pieces were removed from the patient. Surgery resumed after the pieces were removed. Device was broken into many pieces and will not return. There was no adverse outcome to the patient.